Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedances of greater than 2,000 ohms. The patient was evaluated in the clinic and impedances were 470-500 ohms with isometrics and pocket manipulation. It was further stated that the impedances had spiked out of range a few times over the last year associated with patient falls and would eventually normalize back out. There have been no inappropriate atrial tachycardia responses. The patient's instrinsic p-waves have increased since implant. A chest x-ray was performed and was reported to be normal. It was stated that this patient would be placed on a remote monitoring system for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that this system continued to exhibit intermittent out of range pace impedances along with intermittent capture. Subsequently, the patient underwent a revision procedure and this ra lead was capped and a new lead was placed. The patient had complained of shortness of breath and the physician thought that they may require pacing in the atrium more at some point; therefore, felt that replacing the ra lead would be beneficial. No additional adverse patient effects were reported.